Event description:
Patient revised for pain and decreased flexion. Bone scans in 2012 showed loosening of the femoral component.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that: root cause dint (B)(4): undetermined: it is not possible to say what caused this revision; a rate of failure which is higher than that seen for a primary is to be expected. (B)(4) investigated the re-revision rate for the duofix series and concluded that the failure rate was in-line with that expected with the exception of a single centre. This component post dates the CAPA and was not reviewed as part of the CAPA. No parts were returned for investigation. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Addendum added (B)(6) 2013. Summary: duofix re-revision. Previous revision - (B)(4). Patient originally had a tkr with lcs duofix femoral component on (B)(6) 2008. He experienced problems such as pain, swelling, loss of function and flexion resulting in the revision of his femoral and tibial insert component on (B)(6) 2011. A cemented femoral component was inserted at this time. Over the past months, the patient has again experienced pain and decreased flexion. Bone scans in 2012 showed loosening of the femoral component. This was subsequently revised on (B)(6) 2012 to a revision femoral component with stem. Complaint review identified that investigational input would be required from bioengineering and applied research. The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering and applied research. The investigation will be closed with an interim report and will be reopened when the bioengineering report is completed. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Addendum added (B)(6) 2013. Conclusion and justification status: following further investigation, a report was received from bioengineering, concluding; root cause: undeterminable. It is unlikely there is a manufacturing fault with the product. It is likely in this case that several factors combined to cause this revision ¿ such as patient factors, surgical procedure, surgical process and implant design. Revision surgery has a greater risk of a follow on revision surgery than the primary surgery. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information or permission be received, then further investigation shall be completed.